Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reproted via phone call that they were hosptialized several years ago for high blood glucose. Customer stated the hospitalization was caused by an infusion set detachment. The customer's blood glucose was unknown at the time of the call. The customer declined to return the insulin pump for analysis.